Event description:
It was reported that during the procedure in a moderately calcified lesion in a mildly tortuous, unspecified proximal coronary vessel, a 3.0x28 rx vision stent delivery system (sds) was advanced toward the lesion, but was unable to cross the lesion. Slight force was applied during the advancement and the shaft kinked. The rx vision sds was withdrawn from the anatomy without resistance, and another unspecified device was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. Returned goods lab received the device with its stent dislodged; however, no additional information could be obtained by the site regarding the stent dislodgement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft of the returned device was noted to be wrinkled but not kinked, as reported. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Additionally, review of the labels attached to the lot history record for this lot was conducted and label indicated an expiration date (use by date) of (B)(4) 2012 and the implant procedure date is (B)(6) 2012, which is (B)(6) days post expiration. It should be noted that the vision IFU states: note the product use by date. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: (B)(4) - against resistance and use after expiration. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft kink was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Additionally, review of the labels attached to the lot history record for this lot was conducted and label indicated an expiration date (use by date) of (B)(6) 2012 and the implant procedure date is (B)(6) 2012, which is (B)(6) days post expiration. It should be noted that the vision IFU states: note the product use by date. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.